Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite (return instrument test / evaluation) functional test for timing out during drain but passed the rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- inappropriately set minimum drain volume % setting too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the patient therapy log, which occurred during cycle 4. The programmed fill volume was 2000ml and drain volume was 3318 ml . This meets baxter?s iipv criteria. No patient injury or medical intervention was reported.